Event description:
Physician reported left side rupture. Additional report of multiple reactive appearing lymph nodes identified within the left axilla. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Physician reported left side rupture. Additional report of " multiple reactive appearing lymph nodes identified within the left axilla" and "there is a large oblong fluid collection along the margins of the implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.